Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical usage and evidence of blood. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. The insufflation tube was removed and observed for the presence of adhesive. Insufflation tube bonding manufacturing process was reviewed. It documents the inspection process for the application of adhesive to the insufflation tube and port opening. Adhesive was observed around the tube and the insufflation port. Based on the condition of the device as returned and the results of the investigation the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 trocar was removed from the sterile packaging in two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The trocar was removed from the sterile packaging in two pieces. The insufflation tubing was separate from the trocar itself.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 trocar was removed from the sterile packaging in two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The trocar was removed from the sterile packaging in two pieces. The insufflation tubing was separate from the trocar itself.